Event description:
The facility reported that while using a 19g packer/chang iol cutter the blade broke off the scissor. The broken blade was removed and there was no impact to the pt.

Manufacturer narrative:
The scissor blade broke in a way that would indicate that it was used to cut material that was very hard. These ophthalmic scissors are intended to cut soft, foldable iols.